Event description:
It was reported that the endobronchial tube left cuff failed to inflate after insertion into the patient. It is unknown if the device was pre-tested. Re-intubation was required and successfully performed. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded by the customer. No serial or lot number was provided. Therefore, no manufacturing date is available.